Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, it was noted that there was no inductive telemetry on the device. The device was re-interrogated to resolve the event. The patient was stable.